Manufacturer narrative:
The insulin pump was received with a broken off end cap, corroded battery tube, cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. Unable to perform displacement test due to broken off end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had physical damage on the right side. It was reported that the device had been dropped and was no longer working. Blood glucose value was 170 mg/dl at the time of the incident. The customer was advised to disconnect from the pump and revert to a back up plan per their healthcare professional¿s instructions. The insulin pump was returned for analysis.